Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were evaluated in the field and the issue was confirmed; 1 device had worn components, 8 devices had loose components, 1 device had bent components, and 1 device had alignment issues. The devices were repaired and returned. 5 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 20 </noe> malfunction event(s), where it was reported the brakes were difficult to engage, the steer was difficult to engage, or the brakes wouldn't engage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 14 devices were evaluated in the field and the issue was confirmed; 1 device had worn components, 8 devices had loose components, 1 device had bent components, and 1 device had alignment issues. The devices were repaired and returned. 5 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. The remaining device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 20 </noe> malfunction event(s), where it was reported the brakes were difficult to engage, the steer was difficult to engage, or the brakes wouldn't engage. There was no patient involvement.